Manufacturer narrative:
The device was received for evaluation. An event history log review (ehlr) was performed, and it was noted that there was multiple occurrences of failed flange sensor tests. During evaluation a flange sensor test was performed, and the reported condition was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the reported condition was determined to be a failed component. To resolve this issue, the mechanism and flange assembly required replacement. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump failed a flange sensor test. It was unknown if a patient was involved. There was no report of patient injury or medical intervention associated with this event. No additional information is available.